Event description:
It was reported that a revision surgery was completed in 2019 due to transition screws loosening, patient now has loose l2 screws backing out of the endplate at l1-2.

Manufacturer narrative:
Neither device or any imaging could be provided for evaluation. Screw loosening is a known inherent risk of this device.